Manufacturer narrative:
An altis sling, detached dynamic suture, and two introducers were received for evaluation. Examination of the sling revealed the static anchor was missing from the mesh. Examination of the static end of the mesh revealed the mesh to have curled with monofilament extruding, indicating the mesh has been pulled, most likely during removal. Microscopic examination of the mesh where the dynamic suture was attached confirmed the welded area of the suture. The dynamic anchor and tensioner were not received. Blood residue was noted on the mesh. No functional abnormalities were noted with either introducer. The information received indicated that the dynamic suture detached from the mesh during implant. Quality confirmed the dynamic suture had detached from the mesh. As the dynamic anchor was not received, and rough and irregular surfaces were observed where the dynamic suture was attached, it was concluded that the detachment of the dynamic suture and anchor most likely occurred during the tensioning part of the procedure. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. Devices met specification prior to release.

Event description:
According to the available information after proper anchor insertion, upon beginning to tension the dynamic anchor, the suture peeled loose from the mesh very easily. During removal, the suture peeled off the mesh on the static anchor side as well. A new altis was opened and successfully implanted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information after proper anchor insertion, upon beginning to tension the dynamic anchor, the suture peeled loose from the mesh very easily. During removal, the suture peeled off the mesh on the static anchor side as well. A new altis was opened and successfully implanted.